Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional angioplasty procedure of the superior mesenteric artery (sma). The sutures of two prostyle devices were successfully placed. The sheath was upsized to an 11f sheath and the angioplasty procedure was completed. Reportedly post procedure, there was no pulse in the leg. Cut down surgery was performed and it was found that one of the sutures of the prostyle devices had captured the posterior wall. The physician cut and removed the prostyle sutures and surgically sutured the access site to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. The reported patient effect of occlusion is a known inherent risk of the procedure. A conclusive cause for the reported patient effect of diminishing pulse, and the relationship to the product, if any, cannot be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.